Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of discrepant hazardous labeling on the umonium 38 bottle and its material safety data sheet (msds) that is used to decontaminate the benchmark ultra instrument. It was reported that the bottle is marked only with a symbol indicating it is irritating to the skin, while the msds includes additional symbols for corrosive and environmentally hazardous substances.

Manufacturer narrative:
The investigation determined that the product is manufactured by a third-party, huckert laboratory. The manufacturer was informed of the issue, and they have confirmed that the label has been updated appropriately. There is no information to reasonably suggest a device malfunction against a roche-manufactured product.